Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged sinus infection,nasal throat infection,nsal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection, nasal throat infection, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection, nasal throat infection, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. No odor observed. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. In secondary findings observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Found tan dust-like contamination at the air inlet and the inside bottom of the blower box. Observed broken flip lid assembly stops and locking latch loose. The device's downloaded event log was reviewed by the manufacturer and found 1024 erorrs. The manufacturer concludes can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In this report, section d9, g3, h3, h6 has been updated.